Event description:
It was reported that pump screen was broken and pump did not turn on even after being connected to wall outlet with usb cable for 30 minutes. There was no reported impact to the customer¿s blood glucose level. Customer arranged for device to be returned and received replacement pump, and no additional information was received regarding the outcome of the event.